Manufacturer narrative:
Block a1: (B)(6). Block b3: date of event is approximated to (B)(6) 2021, where patient underwent further surgery for the purpose of removing eroded mesh, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). Block h6: the patient codes e1405, e1401 and e2330 represents the reportable event of dyspareunia, abnormal vaginal discharge, and pain. The patient impact code f12 represents patient seeking legal recourse for an unspecified personal injury related to the device. Block h11: block a1 was updated. Block b5 and b7 was updated. Block d4, model number, lot number and expiration date were updated. Block d6a was updated. Block h4 was updated.

Event description:
Note: this report pertains to one of two devices used with the same patient. Refer to manufacturer report # 3005099803-2021-06795 for the associated device information. It was reported to boston scientific corporation that a uphold lite implant and a obtryx ii implant were implanted into the patient on (B)(6) 2018. The patient experienced complications and further surgery. Patient symptoms include: eep; vaginal pain; pain inter; inab inter; off vag dis; diff bowel; incont not pres; surgical interventions: on (B)(6) 2021 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: removal of eroded mesh and botox put into my bladder to help with incontinence. ***additional information as of 02nov2022*** the procedure performed on, (B)(6) 2018, was anterior and posterior vaginal wall repair, sacrospinous fixation, mid-urethral sling procedure.

Event description:
It was reported to boston scientific corporation that a uphold lite implant and a obtryx ii implant were implanted into the patient on (B)(6) 2018. The patient experienced complications and further surgery. Patient symptoms include: eep; vaginal pain; pain inter; inab inter; off vag dis; diff bowel; incont not pres. Surgical interventions: on (B)(6) 2021 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: removal of eroded mesh and botox put into my bladder to help with incontinence.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.